Event description:
It was reported that a cartridge alarm 1 occurred during basal delivery. The customer's blood glucose level was 367 mg/dl. The customer reverted to alternate therapy for diabetes management.